Event description:
Boston scientific received information that a lead revision was performed for a suspected right atrial lead issue. During the lead revision, this lead was successfully repositioned along with the right ventricular lead, which was done due to patient condition. However, when the ra lead was hooked up to the pulse generator, noise was noted, and after an additional reconnection, undersensing due to low p wave morphology was noted. The lead was hooked up to a psa with normal diagnostics, therefore a device setscrew issue was suspected. The device was explanted and replaced. The lead was connected to a new pulse generator with normal diagnostics and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The allegation against the device setscrew was not confirmed as the setscrew had no evidence of cross-threading and the terminal block threads were also without blemish. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.